Manufacturer narrative:
(B)(4). The service engineer (se) verified the event. The se inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb)and updated the software on the backlight inverter printed circuit boards (pcbs). The ventilator passed self-testing.

Event description:
It was reported that the ventilator had an erratic display. The ventilator was not on a patient at the time of the event.